Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's driveline was severely kinked and twisted, which could prematurely wear out the internal wiring. The patient was having pulsatility index (pi) events on interrogation but that was thought to be caused by hypertension, which was being treated. The log file did not contain any other unusual events. The twisting was corrected by the coordinator in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a twist/kink in the patient's driveline was confirmed through the submitted driveline photo. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of hypertension could not be conclusively established through this evaluation. The submitted driveline photo confirmed the report of a kink/twist in the driveline. Multiple sections of the driveline were also taped; the sections of driveline were reportedly taped due to cracks in the driveline (refer to manufacturing report number 2916596-2020-05903). A review of the submitted log file from 14nov2020 through 16dec2020 found that the pump maintained a stable speed above the low speed limit without issue. A total of 89 pi events were captured over the 32 days of data; however, the pi events were reportedly associated with hypertension that was being treated. Power and estimated flow values were stable. Low power cable voltages were noted while the patient was connected to the power module; refer to the patient cable investigation regarding these events. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. Incidental findings of low power cable voltages were noted while the patient was connected to the power module. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 (under ¿low speed limit¿) of the IFU addresses pi events as well as potential causes. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This subsection additionally states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03aug2016. No further information was provided. The manufacturer is closing the file on this event.